Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that three bc191 flexitrunk infant nasal tubing were found to be broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to the fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned compaint device revealed that the upper tubing was torn near the circuit connector. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Manufacturer narrative:
(B)(4). One of the complaint bc191 is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up a report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three bc191 flexitrunk infant nasal tubing were found to be broken. There was no reported patient consequences.